Manufacturer narrative:
Initial reporter phone: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the when the analyser of the bd hemogard¿ closure on the bd vacutainer® barricor¿ pet tubes ¿siemens immulite, vista collect the plasma in a under filled barricor tube, splatters appear and go outside of the tube. See in attachment some videos. The splatter with siemens and under filled barricor tube.¿ no reports of exposure of bodily fluid, serious injury or medical intervention noted. Found during use.

Manufacturer narrative:
Investigation summary: bd had not received samples, but videos were provided by the customer facility for investigation. The videos were evaluated, and bd observed severely underfilled tubes. Additionally, it was observed from the videos that when the instrument probe enters the tube, it hits the mechanical separator and plasma splashes out of the tube. Retention samples were selected from bd inventory for testing and upon completion, the issue relating to underfilling was not observed as all tubes drew within the required specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has conducted follow up with the instrument manufacturer, siemens, regarding this issue. They have clarified that all siemens analyzers have a built-in module to prevent the probe from going too deep. The customer has the ability to select the appropriate software setting that addresses this issue. Investigation conclusion: based on evaluation of the customer videos, the customer¿s indicated failure mode for underfilled tubes causing probe interaction with the mechanical separator, leading to blood exposure, with the incident lot was observed. Additionally, testing of the retain samples was conducted and underfilling was not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a user issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
Verbatim: ¿leakage/ underfill/ blood splatter¿. See additional information in parent pr. Complaint summary detail: this complaint is MDR reportable. It was reported that the when the analyser of the bd hemogard¿ closure on the bd vacutainer® barricor¿ pet tubes ¿siemens immulite, vista collect the plasma in a under filled barricor tube, splatters appear and go outside of the tube. The splatter with siemens and under filled barricor tube.¿ no reports of exposure of bodily fluid, serious injury or medical intervention noted. Found during use. (B)(6). MDR/mpr dt completed: 05/03/2018.

Manufacturer narrative:
Correction to: ¿leakage/ underfill/ blood splatter¿. MDR ownership.4. Short description: pr# (B)(4), underfill/blood splatter/leak (05/03). Describe event or problem: it was reported that the when the analyser of the bd hemogard¿ closure on the bd vacutainer® barricor¿ pet tubes ¿siemens immulite, vista collect the plasma in a under filled barricor tube, splatters appear and go outside of the tube. The splatter with siemens and under filled barricor tube.¿ no reports of exposure of bodily fluid, serious injury or medical intervention noted. Found during use.